Event description:
It was reported that, "accidentally a left long gamma nail was opened and implanted into a right femur."

Manufacturer narrative:
Device remains implanted. Once the investigation has been completed any additional info wil be reported in a supplemental report. Associated device with this event: (B)(4) lag screw, ti gamma3 10.5 x 100 mm, lot # k859240. (B)(4) locking screw, fully threaded t2 tibia 5 x 45 mm, lot # k284341. (B)(4) locking screw, fully threaded t2 tibia 5 x 52,5mm, lot #k851267.